Event description:
While preparing to intubate a patient, the mcgrath mac was powered on and the screen did not light up in a normal time, it took over 30 seconds to illuminate. After it illuminated it was very dim and hard to see. The patient's airway was successfully managed without additional delay. The mac was returned to the base location. The mac was powered on again and repeated the same performance. The battery was replaced and the screen became fully lit. The battery upon removal indicated as having 68 minutes left. This problem would appear to be due to passivation of the battery. As there is no data available for the battery and it has never been returned, aircraft have assumed that the battery has been used within its "use by" date. (B)(4).

Manufacturer narrative:
Aircraft have implemented a validate screen method that is carried out on 100% of the batteries. It is confirmed that all of the batteries that were affected in the field would not have passed this test. An inspection of the battery manufacturer was carried out which has necessitated the continuation of the screening by aircraft prior to shipment. A third party company is currently carrying out a chemical analyse of both good and bad batteries to identify the differences. The results of this are imminent. An alternative battery supplier has been identified should it be required. We are currently going through the sample and approval phase. Until such time as we are confident of the process control and performance of the new supplier we shall continue to do 100% screening on all batteries. Aircraft have received no complaints related to the screened batteries at this date. (B)(4).